Event description:
On 06/11/1998 the account reported a ck-mb result of 28.9 ng/ml on serum specimen drawn at 23:00 pm. The pt was given heparin and admitted to the hosp for observation. A second specimen was drawn at 06:20 am on 06/12/1998 and a result of 3.8 ng/ml was obtained. The specimen from 23:00 pm on 06/11/1998 was retested and a result of 3.5 ng/ml was obtained. A heparinized plasma sample from 23:00 pm on 06/11/1998 was also tested and a result of 4.1 ng/ml was obtained. No report of injury.